Event description:
It was reported that during implantation of the crystalens at-50ao using the ci-28 delivery device, the iol was broken/damaged. The surgeon then removed the iol and enlarged the incision to implant a back up iol without using an inserter. A suture strip was used to close the incision. No additional information was provided. Reference MDR #2031924-2011-00165 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. The delivery device has been requested but has not been received.